Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during impella rp support motor current spike with placement signal spikes and drops in flow occurred. It was suspected that the pump ingested a clot so the pump was explanted.

Manufacturer narrative:
No product was returned for investigation. The cause of the placement signal issue was biomaterial ingestion due to the mc spike seen in the data logs that triggered a higher ps. The cause of the low flows was biomaterial ingestion due to the motor current spike that triggered a trending down of flows at the same p-level. The cause of the hemolysis was not determined due to no product returned, inconclusive data log review, and insufficient clinical details. The root cause of thrombosis was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.